Manufacturer narrative:
Age at the time of the event: the age for each patient was not provided: the article noted mean age: 71 years (range 35-91) sex: male and female date of event: the specific dates of the events are were not provided. The article noted the patients included underwent abdominoperineal resection from 01-sep-2014 to 31-dec-2019 timeframe. Based on information provided, it cannot be determined that the alleged dehiscences were related to the activ.a.c.¿ therapy system. The article noted that the activ.a.c.¿ therapy system was removed after 5 days. It also noted that the dehiscence rate in the inpwt group was lower than in the control group. No additional information was provided. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 10-feb-2021, the following information was received by kci after a review of journal kaneko, t., et al. Incisional negative pressure wound therapy to reduce perineal wound infection after abdominoperineal resection. Int wound j. 2020;1-9. Doi: 10.1111/iwj.13499 noted the following: table 1 noted 2 patients experienced wound dehiscence. The article noted under 2.1 wound management by inpwt, "the activ.a.c.¿ therapy system was used as the inpwt device. The device was attached immediately after surgery, and negative pressure of 125 mmhg... For 5 days. Thereafter, the device was removed, and wound management was performed using only film dressing." Under 3.1.2 ssi rate and wound dehiscence rate noted, the "wound dehiscence rate in the inpwt group was lower than in the control group." No additional information was provided. On 04-mar-2021, the following information was provided to kci by the physician: the physician will provide additional information after mid-march due to difficulty contacting medical personnel from covid-19. The activ.a.c.¿ therapy system identifiers were not provided; therefore device evaluations cannot be completed.

Manufacturer narrative:
MDR-3009897021-2021-00051 submitted on (B)(6) 2021. Noted the following: b3 date of event: blank correction (B)(6) 2014. Based on the additional clinical information provided, it was determined that the alleged wound dehiscences were unrelated to the activ.a.c.¿ therapy system. Kci has deemed this event not reportable based on the information received on (B)(6) 2021.

Event description:
On (B)(6) 2021, the following information was provided to kci by the physician: the activac¿ therapy system did not cause or contribute to the dehisences.